Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the hdmi port was damage. The hdmi panel was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the hdmi port on the system was damaged. No patient was present at the time of the event.